Event description:
It was reported that the asymptomatic patient presented in clinic after receiving inappropriate therapy for an svt rhythm. Increasing pacing lead impedance and increase rv capture threshold were observed. Externalized conductors were noted via diagnostic imaging. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).